Manufacturer narrative:
This investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly the prosthesis was revised for suspected osteolysis of the hip stem. Joint fluid and synovium tissue was sent for microbiology but no altr or alval was present. Implant components were not broken and not the cause of failure.